Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 34-71 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level.